Event description:
Reporter indicated that upon initial interrogation of a vns generator in the operating room, the output current was noted to be set to 0.75ma. The generator was reset to 0ma and the pt was implanted without incident. Programming history was received from the reporter's vns handheld computer, which confirmed the output current was set to 0.75ma upon initial interrogation at 10:46 am, on (B) (6) 2009, and was then reset to 0ma at 10:47 am, on (B) (6) 2009; there is no other available programming history for the generator. The available programming history is limited to 03/11/2009. As the generator was manufactured in 2007, it is suspected the generator may have been programmed to 0.75ma by a different vns handheld computer at some point between manufacturer distribution and eventual implant.

Manufacturer narrative:
Device manufacturing records and generator programming history were reviewed. Review of manufacturing records confirmed the generator was set to 0ma output current prior to distribution. Review of programming history confirmed the generator output current was set to 0.75ma upon interrogation on (B) (6) 2009.